Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30427422m number, and no internal action was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) with bi-ventricular implantable cardio defibrillation (idc) and ejection fraction (ef) of 20-25%, underwent a first-time atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf uni-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. Upon completion of wide antral circumferential ablation (waca) lesions, an atypical flutter was induced. They proceeded to apply additional lesions along the left atrial (la) posterior wall/floor, in the right atrium (ra) in the superior vena cava (svc)/upper septum, and in the la along the roof/anterior wall when the patients blood pressure dropped. The physician came on fluoro and noticed the heart in pulseless electrical activity (pea), and CPR was started. The ultrasiound catheter was reinserted into the patients heart, and pericardial effusion was noted. Measures were taken to perform a pericardiocentesis, but ultimately the patient succumbed. Physicians opinion regarding the cause of the event is that it was ablation procedure and patient condition related. Transseptal puncture was done with a heartspan needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set in high flow to 8/15ml depending on the wattage applied, low flow to 2ml, pre-rf time 1 sec and post-rf time 1 sec. No error messages were observed. The force visualization features used included real-time graph waveform, force vector on ablator, force dashboard, visitags using surpoint coloring. The parameters for stability used with the visitag module were respiration adjustment, location stability at 3mm-3sec, fot at 25%-3g, tag size of 3. Any serious injury that results in the patient's death is to be considered serious and MDR-reportable.

Manufacturer narrative:
On (B)(6) 2021, bwi's medical safety officer completed a clinical review of the reported events. The findings are as follows: "patient with reduced ejection fraction and atrial fibrillation brought for ep study and ablation of atrial fibrillation. Atypical flutter was induced and during attempts at ablation, patient was noted to enter into pulseless electrical activity. CPR was initiated and ultrasound demonstrated pericardial effusion. Patient expired despite attempt at pericardiocentesis. Outcome of death likely related to patient underlying condition in the setting of pericardial effusion leading to the pulseless electrical activity. There is no indication for product malfunction or product issue during the case." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).